Manufacturer narrative:
The associated device was reprogrammed to increase the pacing outputs. At this time, this defibrillation lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead presented with high pacing impedance measurements over the last twelve months. The measurements have varied between 1900 and 2276 ohms. In addition, the thresholds were also variable between 2.2 and 4 volts. All other lead measurements were within normal parameters. No adverse patient effects were reported.